Event description:
It was reported that during a gastric sleeve procedure, a gold reload was fired and some of the staples did not form. Only half of the rows actually formed overall. The surgeon went over the staple line with suture to reinforce the staple line. We opened a new gold reload and did not have the same issue. We opened a new gold reload and the case was completed without any future incident. There were no patient consequences.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged spring cartridge lockout tab. The following information was requested, but unavailable: the cartridge used with ec60a. Some of the staples formed and some did not. The surgeon noted the firing was not smooth. On what tissue type was the device used? At what location on the tissue? Fundus of stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third firing overall, 2nd firing w/gold cartridge. During which stroke did the event occur? After completion of firing sequence. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not smooth fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Surgeon experienced user of device, noted the firing was not as smooth the analysis results showed that one cartridge reload was received. The reload was received in good visual condition and fully fired. Additionally, several b-form staples on the cartridge deck were noted. No functional testing could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.